Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. The patient reported that three infusion sets fell off during use which led to high blood glucose level of 9mmol/l on (B)(6) 2024. The infusion set in use for 1 day. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-09629 - device 3 of 3. E1: patient country: switzerland.